Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and not detected on bus. The customer stated that the user was unable to retrieve medication from the drawer due to malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 5.1 failed, and the device was not detected on the bus. A field service engineer (fse) re-seated the row ribbon cable at the drawer controller for drawers 5.1 and 5.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.